Manufacturer narrative:
Investigation summary. Peri-procedural adverse event/ ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 67 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. There was no other medical history shared. The pump was supporting when on the 2nd day of support the impella accessed limb was seen to be ischemic. The leg was cold and was treated by the placement of the fem-fem external bypass. This resolved the ischemia, however on day 7 the pump was explanted and escalated to the axillary accessed impella 5.5 pump. Acute limb ischemia is a known risk associated with impella support as described in the instructions for use.